Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Additional information: h10

Manufacturer narrative:
As received, a complete lead was returned in one piece without a stylet. X-ray inspection of the lead found the inner coil was bunched up at the connector region. It was not possible to perform a stylet insertion test due to the condition of the inner coil, as received. The reported event of stylet could not enter the lead lumen was confirmed, and the cause was isolated to bunched up inner coil consistent with procedural damage.

Event description:
Additional information received indicating that the left ventricular (lv) lead was explanted and a new lv lead was used resolve the event. There were no known patient consequences.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, the stylet was attempted to advance down the lumen of the left ventricular (lv) lead but was unsuccessful. No intervention has been conducted at this time. The patient was stable with no consequences.